Manufacturer narrative:
Other, other text: device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported problem regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was returned for under infusing -0.6mls. There were no reported adverse events.